Event description:
It was reported that the pump's quick bolus/wake button was difficult to press, often requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Customer continued to use pump for insulin therapy.